Event description:
The narrative from the hospital stated that while the ventilator was connected to a patient, the patient coded many times with bloody secretions from the et tube. The situation was for 2 hours. At the end of the code after bagging the patient, the ventilator showed an expiratory cassette error. The expiratory filter between the expiratory tubing (from the patient) and the expiratory cassette was replaced. The ventilator was reconnected back to the patient. The ventilator showed a leak although everything was connected after replacement of the expiratory filter. At that time the patient was pronounced dead. Manufacturer reference#: (B)(4). Importer reference#: (B)(4). Report # (B)(4).